Event description:
The 9400 strobe light unit developed corrosion of the halogen light bulb, causing the halogen bulb to fail before its expected life span. This has occurred on 4 occasions and the halogen bulbs have all failed before 10 hrs of use. Unit sn (B)(4). FDA safety report ID# (B)(4).